Event description:
It was reported that during a wedge resection, the surgeon closed the device on the lung and the device would not fire. The manual release switch was pressed and the device finally released. The staff reloaded the device, when firing, the cartridge cracked in half. Another device was used to complete the procedure, however, the first firing the device would not fire. The other device was reloaded and worked properly, this device was discarded. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with two (B)(4) cartridge reloads present. Cartridge b was returned partially fired and with the cartridge pan damage. Cartridge a was returned partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload a and a test cartridge were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the damage on the pan of cartridge b, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment.